Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced difficulty while piercing through the stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that needle does not puncture tube properly. Customer is reporting that they had difficulty in puncturing the lavender tube since (B)(6) 2022. Customer had to increase significant pressure in order to puncture them in recent weeks when using product.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to blunt cannula/cannula defects as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blunt cannula/cannula defects. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user experienced difficulty while piercing through the stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that needle does not puncture tube properly. Customer is reporting that they had difficulty in puncturing the lavender tube since (B)(6)2022. Customer had to increase significant pressure in order to puncture them in recent weeks when using product.